Event description:
It was reported that during preparation for procedure, it was noticed that the device was severely carbonized and had insufficient power, the aiming light was also diverging. There was a patient involved at the time of event, however, there is no information related to patient nor procedure outcome.

Manufacturer narrative:
The console was field service at the user's facility. Upon started normally during power on self-test. However, the console's error logs showed error 55 (co2 on line limits sw compare error). The energy was check and it was found to be insufficient, also the aiming beam was weak. The console fire normally, but the energy is below standard. The power tube and aiming beam need to be replaced. Device was installed on 2/18/2016 and this event occurred over 9 years after the system installation. After this period, component wear, failure or damage is possible based on product use. A risk review of the acupulse hazard analysis was completed and confirmed that the event of device fire was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on all available information, replacement of the power tube and aiming beam were recommended to resolve the issue. The malfunction found could have affected the device performance leading to the event experienced by the customer. Therefore, the reported event of device fire was confirmed. Thus, an investigation conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during preparation for procedure, it was noticed that the device was severely carbonized and had insufficient power, the aiming light was also diverging. The procedure was completed using another console. There were no patient complications.